Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a noise image occurs. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a noise image occurred due to damage on circuit board of scope connector. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope video image became static. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information added to the following fields: d8, h2, h3, h6. The device was returned to olympus for inspection and the customer's reported issue was confirmed. Based on the results of the investigation, it is likely the reported issue occurred due to a damaged circuit board in the scope connector. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.